Manufacturer narrative:
(B)(4). Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset. Concomitant: item# 00875705601, shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners , lot# 61991159; item# 00877504002, bioloxâ® delta, ceramic femoral head, lot# 2622735; item# 00877501240, bioloxâ® delta ceramic taper liner, size kk / 40 i.d. For use with 56 mm o.d. Size kk shell, lot# 61991159. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04501.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 6 years ago. It was reported that approximately 5 years post implantation periosteal cortical hypertrophy was identified on an x-ray. Attempts have been made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565 -2018 -04529.